Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead remains in use for pacing only.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2015, rv pacing impedance spiked to 4047 ohms up from a rising trend previously measuring 1634 ohms, (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance and a possible fracture. The lead remains in use and has a planned replacement procedure. No patient complications have been reported as a result of this event.